Event description:
The customer alleges back to back results of hi and 229 mg/dl. No report of adverse event. Controls were run; l1 in range, first l2 result out of range, and second l2 result was in range. Return requested and replacement was sent.